Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular ophthalmic artery segmental aneurysm, this coil stretched during placement and broke. It was reported that first framing coil was delivered through the microcatheter and implanted successfully. Reported coil was second in the procedure and was removed from the patient. Another same size coil was used and procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
Additional information received contradicts the initial reported information. Based upon the new information received, this would not meet the criteria for a reportable event as the coils stretched but did not break. If information is provided in the future, a supplemental report will be issued.

Event description:
New information has been received indicating that this coil was stretched and did not detach from the pushwire as originally reported.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil found damaged, stretched with a broken polypropylene filament but still attached to the pushwire. No defects were found on the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. The returned device was returned for evaluation in a contradictory condition to the reported event. The coil did not break from the pushwire. Follow-up was conducted for additional complaint details based on the condition of the returned device, however no information has been received. All devices are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.